Manufacturer narrative:
Brand name, UDI #: the heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). The approximate age of device: 1 year and 8 months. Additional information was request, however was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient admitted from cardiac rehab due to developing chest pain and shortness of breath on the treadmill. Initial troponin was negative. Cta of chest was negative for pr or dissection. Patient was given 4 mg morphine infusion given without relief, as well as sublingual nitro without relief. While in the emergency department, the patient became diaphoretic, nauseous, and dizzy for approximately 30 minutes after sublingual nitro, and was given fluid infusion. Shortly thereafter, a repeat troponin was elevated at 0.12. Patient was given 180mg brillinta and started on a nitro infusion and heparin infusion. In the catheterization lab, there was evidence of thrombus in the sinus of valsalva and in the mid and distal left anterior descending (lad). Due to risk of increased embolization, no intervention was performed and the patient was transferred to intensive care unit for monitoring and pain control until infarction was complete (B)(6) 2019. Nitro weaned off and the patient remained chest pain free. Heparin infusion stopped when inr was therapeutic. On (B)(6) 2019, the patient was hemodynamically stable and discharged home.